Manufacturer narrative:
One medfusion pump was received with a counterfeit top case, visible contamination by the "l" bracket pole clamp and by the barrel clamp. The event history log was reviewed and there was a primary audible background test. The power up process was conducted and the reported issue was unable to be duplicated. The issue was caused by fluid ingression (contamination) to the speaker and inside the bottom case. This issue was customer induced via fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. Fluid entered through the barrel clamp assembly and contaminated the speaker and inside the bottom case. The speaker was replaced as a preventative measure due to contamination.

Event description:
Information was received indicating that a smiths medical medfusion pump had a system failure. There was no reported adverse event.